Manufacturer narrative:
B)(4).

Event description:
Dexcom was made aware on b)(6) 2016 that on b)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.